Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 43-year-old male with heart transplant rejection and pre-support clinical status consistent with scai shock stage e underwent impella cp placement via percutaneous left femoral arterial access. The device functioned as intended, providing support at p-3 with flows of approximately 2.2 l/min using d5w sodium bicarbonate purge solution. During support, the patient experienced cardiac arrest requiring initiation of va ECMO. On the following morning, the patient was noted to have signs of neurologic deterioration with blown pupils, and was diagnosed with a hemorrhagic cerebrovascular accident. Additional contributing factors included the use of multiple mechanical circulatory support devices (va ECMO). The impella device was not removed due to a device-related failure mode. The patient¿s clinical course was further complicated by renal insufficiency, and the patient expired. A causal relationship between the impella device and the reported event cannot be established. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical conditions as they presented in scai shock stage e, renal insufficiency and had a cardiac arrest.

Manufacturer narrative:
Patient-device interaction (cerebrovascular accident): the root cause of the injury was unable to be determined due to insufficient clinical details.